Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. The observed insulation damage was confirmed as a puncture hole was noted in the insulation in the tip region of the lead. Laboratory testing was unable to reproduce the reported high impedances and fracture as detailed analysis did not reveal any abnormalities. This lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the attempted implant of this left ventricular (lv) lead, impedance measurements were greater than 3000 ohms. A lead fracture and insulation issues were reported. The lead was removed from service and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the attempted implant of this left ventricular (lv) lead, impedance measurements were greater than 3000 ohms. A lead fracture and insulation issues were reported. The lead was removed from service and was returned for analysis. No adverse patient effects were reported.